Event description:
It was observed during olympus' device inspection that the thunderbeat surgical instrument's insulation pad was worn. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the issue is attributed to stress related problems, however, a definitive root cause could not be established. Based on the results of the actual product inspection and investigation, the phenomenon occurred through the following mechanism. 1. When the seal and cut was output, there was nothing being held between the gripping part and the probe (including after the tissue had been cut), which caused the tissue pad to wear out. 2. As the tissue pad wore down, the non-insulated part of the probe came into contact with the tissue pad, causing scratches and contact marks. 3. The seal and cut output and the load of grasping the tissue were applied to the probe, causing a crack to form from the scratch the event can be detected/prevented by following the applicable chapters in the instructions for use which state: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When treating biological tissue or blood vessels in the seal and cut mode, apply light tension to make the incision visible. Also, once the incision is complete, stop output immediately. Otherwise, abnormal heat will be generated due to friction between the tissue pad and the tip of the probe, which may lead to damage, deformation, or detachment of the gripping part (both the stainless steel and fluororesin parts) and the tip of the probe, or part of the tissue pad may peel off. Be sure to perform the preparation and inspection described in this chapter before use. Also, inspect the ancillary equipment to be combined with the thunderbeat instrument according to the instruction manuals for the equipment. Should any irregularity be observed with the thunderbeat instrument, do not use it. Inspect it as described in chapter 8, ¿troubleshooting¿ in the instruction manual for the ultrasonic generator. If the irregularity is still not resolved after troubleshooting, contact olympus. Using the thunderbeat instrument while any irregularity is observed may cause malfunction and may injure the surgeon, surgical staff, and/or patient. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.